Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided e1: reporter name: unknown / not provided.

Event description:
The doctor reports that the connection of the green mount broke and that the fractured fragment remained stuck in the implant and the implant was removed. The doctor did not report any impact on the patient¿s health as a consequence of the event and confirmed in the form that the procedure was completed using another implant.